Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient itchiness and skin is red. Patient reported that it was widespread under the electrodes. There was no alleged device malfunction. The patient was prescribed by a physician to use creme hydrocortisone. Follow up indicated that the patient was released from the lifevest and that the rash got better.